Event description:
It was reported that several high-ventricular rate episodes due to lead noise was observed on the right ventricular lead. Also noted was several magnet responses were observed on the pulse generator. The patient had not been exposed to anything that could have caused the episodes. The lead was explanted and replaced. The patient was stable before during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.1 cm. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 10.0 to 10.1 cm from the connector pin. The external insulation abrasion was consistent with lead friction to can this is consistent with the observation from the field of noise.